Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Correction to initial MDR in block b2.

Event description:
It was reported that after a procedure in which a farawave catheter was selected for use, the patient experienced a drop in blood pressure. The physician identified cardiac tamponade via ultrasound and performed a cardiac drainage. The patient's blood pressure returned to normal, they were admitted to the hospital for observation, and full recovery is expected. The device was disposed of and is not expected to be returned for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a procedure in which a farawave catheter was selected for use, the patient experienced a drop in blood pressure. The physician identified cardiac tamponade via ultrasound and performed a cardiac drainage. The patient's blood pressure returned to normal, they were admitted to the hospital for observation, and full recovery is expected. The device was disposed of and is not expected to be returned for laboratory analysis.